Event description:
The customer notified siemens on (B)(6) 2013 that they received an upgrade on (B)(6) 2013 from lantis to mosaiq, which is being used with rt therapist. The customer has observed an issue in using the relative setup for pt positioning. Reportedly, when there is a table kick the system automatically sees the setup as absolute. The customer can follow their normal workflow; however, after they hit apply and the table automatically moves to the shifted position, the user states that the latitude, longitude and vertical boxes on the control console remain in yellow. If the customer is not aware that an incorrect table parameter is highlighted, it is possible that the pt could be moved out of position for treatment. There is no report of mistreatment or injury to a pt.

Manufacturer narrative:
Siemens became aware of the reported issue on (B)(4) 2013. Siemens' investigation into the reported issue has revealed that the described problem is known and has been addressed in the user manual addendum for syngo bt therapist 4.2. The customer has been informed that the system operates as designed. They have also been advised of the recommended workflow described within the user manual addendum that would prevent pt mistreatment or injury. Considering this, there is no other corrective action initiated.